Event description:
It was reported the camera head did not transmit an image. This event occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h3, h4, h6. Corrected fields: e1 - last name, e1 - initial reporter establishment name. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damaged cable unit the water tightness is lost, due to deformation of cable unit noise occurs and no image was displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of cable unit, noise occurs, and no image is displayed, and the water tightness is lost due to damaged cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.